Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was discharged to home from (B)(6). The patient was readmitted to an outside hospital then transferred to (B)(6). The patient was found to be hypercapnic (co2=105), failing to thrive and noncompliant with CPAP. The patient was intubated and currently remains inpatient. No further information available at this time.

Manufacturer narrative:
A correlation between the pump and the reported event could not be determined as no specific device related issues were reported to the manufacturer. The patient was subsequently discharged home following the event and no further related issues were reported. The manufacturer¿s records indicate that the patient continued on lvad support for another 15½ months until an outcome of "expired in hospice care due to heart failure" was reported through device tracking. The family reportedly made a decision to withdraw support. There was no indication of any device issues related to the patient's expiration. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.